Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason. Additional information was received that the patient mentioned having a recent surgery, however, it was not an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2025. Block d6b: explant date: (B)(6) 2025.

Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason.